Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. One unit was returned for evaluation of the failure and pictures by the customer were provided. Unit returned was received inside of a plastic bag which is not the original package. Sample was submitted to visual inspection and leak test inspection base on av-0525 rev. 107 - visual aid to leak test: sample returned present a damage hole in the breathing circuit. Leak test inspection: leak test inspection was performed in the piece returned through the equipment manometer ID# 8.0324 (due date calibration 07/2022), specification qp 2025 rev.104 results: piece returned was detectable as rejectable. Conclusions: according to the inspection, the problem is confirmed because the circuit is damage (hole). Root cause cannot be associated with the manufacturing process since the failure reported could not be reproduced using the tools from molding and assembly process. Therefor the damage (hole) was after the product left shm facilities. The cause of the reported problem could not be determined. Due to customer have not provided lot number of the component returned, there is not documentation to review the history of the process.

Event description:
It was reported that during the pre-use check, leakage of air from the breathing circuit was observed. (No tear or pinhole was found). No patient injury. No additional information is available for this complaint.